Event description:
User called into emergency support program line to request support with the patient`s diastolic augmentation reading in the 300s during use on cardiosave intra aortic balloon pump. User redressed the site and the reading came back to 13-140. The eesp personel reviewed the troubleshooting for flushing the inner lumen with pump in standby for 15-20 seconds. No harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Manufacturer narrative:
Updated fields b4 g3 g6 h2 h6 medical device problem code type of investigation investigation findings component codes investigation conclusions h11. Nurse needed support with the patients diastolic augmentation reading in the 300s. He stated that the augmentation was back down to the 130 140s now after redressing the insertion site. Nurse did not have a screenshot of the elevated diastolic augmentation. Esp personal reviewed a screenshot at the time of the call. There were appropriate numbers with the arterial waveform having an intermittent small amount of whip at the top of the diastolic augmentation. When asked about his hospital policy for flushing the inner lumen nurse stated they did not routinely flush the inner lumen since it had the pressure bag in place. Esp personal had nurse flush the inner lumen with transducer set up for 15 20 seconds with the pump in standby. He stated there wasnt much difference between the waveforms. Nurse confirmed a chest x ray had been completed earlier in the shift that showed appropriate catheter tip placement. Esp personal explained if the high augmentation occurred again to take a picture. Esp personal provided nurse direct contact information. Esp personal encouraged him to call esp personal with any questions or if any issues arise. He was very appreciative of the assistance.

Event description:
Na.